Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing noise. Oversensing noise of rv lead resulting in pacing inhibition. No change or intervention was reported. The patient was in stable condition.